Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation and was unable to determine a conclusive root cause. Per the legal manufacturer, there is the possibility the event occurred dur to accidental failure of the switch or user handling.

Manufacturer narrative:
The device was not returned to olympus for evaluation and a root cause cannot be determined.

Event description:
A user facility reported to olympus that the device's front panel switches were not functioning; the start button was characterized as "cracked" and "broken." The problem was reportedly found during a procedure. The intended procedure is unknown. It is unknown if the procedure was completed. There was no patient injury or harm, associated with the problem, reported to olympus.